Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl; cause was unknown. Due to the bg level customer experienced a seizure, lost consciousness and went into a diabetic coma. Customer was transported to the emergency room and admitted into the intensive care unit. Customer could not recall treatment performed while admitted and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin.